Event description:
The patient reported loss of stimulation and communication issues between the implant and the external equipment. An advanced bionics representative met with the patient for device evaluation. During the evaluation, the external equipment was replaced but the issue was not resolved. The surgeon replaced the implant with another advnaced bionics spinal cord stimulator.